Event description:
The manufacturer received information from a customer that a cooling fan noise occurred on a trilogy evo ventilator while in use on a patient. The trilogy evo ventilator was returned to the third-party service center for evaluation; and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices cooling fan and inlet side are both damaged and were replaced to address the issue. Additionally, during the evaluation critical error codes in relation to (therapy central processing unit (cpu) is still running in boot monitor software.) And (soft power fail) were recorded in the device event log. The device passed all functional testing, and no functional defects were found. The air foam inlet filter and particulate filter were replaced for preventative maintenance unrelated to the reportable malfunction/issue. The device passed all final testing. The device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.